Event description:
It is reported that a customer received a motor error alarm on their pump. The customer's blood glucose level was not recorded. The customer stated that the motor error alarm could have been caused by moisture inside the device. The customer was informed that the pump must be replaced and also was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.